Event description:
It was reported that, during the initial implant of this inflatable penile prosthesis, a proximal crossover occurred but was corrected. The device was successfully implanted. Post-implant, the patient had difficulty working the device and expressed dissatisfaction. Upon examination of the device, the physician indicated there was a lateral curvature to the left and possible extrusion of cylinder on the right. The right cylinder was deemed to be on the verge of erosion through the skin. The device was explanted and replaced. At explant, it was noted that the cylinders were filled with a bloody substance due to a leak in the implant. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.